Event description:
During a ptca treatment procedure, the maverick2 monorail 15x1.5mm balloon ruptured at six atms on the first inflation. The lesion being treated was a severely calcified, 100% stetonic lesion in the left anterior descending coronary artery. The physician used a 8f brite tip guide catheter and a choice pt guide wire to cross the lesion. The maverick2 monorail balloon was removed and a rotalink device was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".